Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was found that due to burn on distal end, insulation resistance value at distal end does not meet the standard value. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during reprocessing, the distal end of the bronchovideoscope was burnt. There were no reports of patient involvement.